Manufacturer narrative:
(B)(4). A connection issue, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown homechoice cassette had a bad connection with a physioneal bag. This occurred during the priming step of peritoneal dialysis (pd) therapy on the homechoice (hc) machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.